Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges multiple issues with the cannulas from one batch; the introducer needle did not extend properly. Caller reported seeing the outline of the needle underneath the plaster. Upon removing the needle caller realized the cannula was still bent in its original position and the needle had not extended. No adverse event reported. Requested return of the alleged device for evaluation.